Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a growth near their implantable pulse generator (ipg) incision site. During the granuloma removal, it was noted that the competitor lead was threatening erosion and likely caused the growth. The pocket was revised and the ipg remained in use. Additional information was received and reported that approximately two weeks later that a hematoma developed at the pocket and an infection occurred. The organism was identified as staph epidermidis. A second pocket revision occurred for fluid removal and an antibiotic wash of the pocket was performed. The patient was treated with antibiotics and the device remains in use. No further patient complications have been reported as a result of this event.